Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated a device download restored normal parameters. The patient was in good condition.